Event description:
Event description guidant received information that this transvenous defibrillation lead was an attempted implant. The lead was explanted due to noise and another guidant defibrillation lead was successfully implanted.